Manufacturer narrative:
Product analysis: the analyzer was returned for analysis as an associated device and failed the incoming functional test. The analyzer was replaced. It was also determined at analysis that the batteries depletion was normal. The replacement device passed all final functional test. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported prior to use that the programmer required corrective maintenance. The programmer was returned for service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. No patient involvement.